Event description:
It is reported that the pt is presenting with pain.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: the devices have been in vivo for approx 2 years and 11 months. No x-rays were returned. It is unk if all the components were implanted with the proper fit and orientation per the surgical technique. The instrumentation used in surgery is unk. It is also unk if the pt followed the proper rehabilitation guidelines. Based on the info provided, an exact cause cannot be determined. Eval: the devices remain implanted. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.